Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired on (B)(6) 2019 due to a unknown cause.

Manufacturer narrative:
Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Section d1, d4: the serial and model number of the device is unknown. Although the heartmate 3 model was used in the initial report, this was a placeholder and may not be correct. Section g3: correction manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to the heartmate 3 lvas, serial number unknown, could not conclusively be determined. The account reported that the patient expired on (B)(6) 2019. Multiple attempts were made to obtain additional information from the account regarding the reported event, patient information, device serial number, and disposition of the device; however, no additional information was provided. No product is available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.